Manufacturer narrative:
Additional information: the lens remains implanted; therefore, it is not available for evaluation. One retain sample from the same lot ((B)(4)) was dimensionally inspected and all measurements were within specification. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vaulted asymmetrically in the patient's left eye post implant. Yag was performed and according to surgeon, capsular bag contraction was the likely cause of the event. The prognosis and treatment were reported as "contact lens trial for possible lasik enhancement if/when mr stable".